Event description:
Device malfunction: anterior needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician, trained in the use of the perclose proglide device, attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, when the needle plunger was retracted, the anterior needle was not captured by the anterior cuff. A second proglide was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.